Event description:
Update december 13, 2013: product/lot information.

Event description:
In 2013, the patient felt strong pain and numbness, then MRI scan was done again.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Product not sold in the us. Depuy considers this investigation closed.